Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection damaged patient adapter was found. Functional tests performed include leak testing, clear passage testing, clamp function testing, torque engagement and device to device interaction testing with no issues noted. The cause of the reported event was could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a customer that experienced a connection issue between the uv transfer set and the titanium adapter. The customer reported that the transfer set would not connect tightly with the titanium adapter and the connection was loose. The titanium adapter remained in use. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 1 of 3 associated with this event.